Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high and low blood glucose level. Customer's blood glucose value was 33.3 mmol/l at time of incident. Customer's another blood glucose level was 2.4 mmol/l. The customer was treated with pens. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin pump had insulin flow blocked alarms during the day with two infusion sets from the same box and a high blood glucose incident later in the evening. Customer alleged insulin pump not was under delivering. Customer currently reporting symptoms like positive results in ketones test, nausea. The device will not be returned for analysis.